Event description:
It was reported during a hysterectomy (lash) procedure that after 5 minutes the blade was broken. Surgeon did not see where the broken blade fell. So they were searching for two hours for the part. They found the part outside the pt, so it did not fall into the pt. A new instrument was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.